Manufacturer narrative:
Concomitant medical products: product ID:3389s-40, lot# v645331, implanted: (B)(6) 2017, product type:lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 19-oct-2013, UDI#:(B)(4). . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is programmed on left side on c/1 and impedance is normal, maybe a little lower per manufacturer re presentative (rep). However, 0/2 0/1 2/1 all showing low or 242ohms 247ohms. Technical services (tss) reviewed this is below the threshold for MRI compatibility. The rep stated she is unsure when these impedance issues started but she just was notified today. Tss reviewed percept clinician manual and sent the document to the caller to review where the issue may be located. The rep reported the left lead is only out of range for a few bipolar combinations and it¿s slightly out of range, just barely under 250 (246 <(>&<)> 243). Because of this impedance issue, they are also getting the same error code 1703, saying that the selected stimulation cannot be delivered and consider reducing amplitude. The rep reported that the case went well and patient was feeling good.

Manufacturer narrative:
Patient was asked, but unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the slightly out of range impedances was not determined. The physician is aware and decided that it did not warrant extra investigation. The impedance issue did not resolve but the patient was observed post-op and was found to be receiving adequate therapy without negative side effects. They will continue to monitor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.